Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified not similar incidents from the lot. It should be noted that the mitraclip system instructions for use states under the "indication for use" section that "the mitraclip ntr/xtr clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+)." All available information was investigated and the reported positioning failure (inability to grasp the leaflets) appears to be related to patient morphology/pathology and due to the procedure being performed on the tricuspid valve, which is considered an off-label use of the device. Additionally, the user error is associated with the cds intentionally being mis-keyed with the sgc upon insertion. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The tissue damage appears to be due to the procedural circumstances of grasping related issues (positioning failure). There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017 - failure to follow steps / instructions. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system was intentionally miskeyed and the steerable guide catheter was rotated upside down. Leaflet grasping was unsuccessful due to the challenging patient anatomy. When the clip delivery system with the undeployed clip was removed, tissue was noted on the gripper line. The procedure to treat the tricuspid valve was aborted with the tr remaining at 4. Two clips were implanted in the mitral valve without issues, reducing mitral regurgitation (mr) from 4 to 2. There was no clinically significant delay in the procedure. No additional information was provided.